Manufacturer narrative:
No sample was provided for evaluation and no indication was given that the product failed to perform its intended function. A review of the device history record confirmed that all components and final products of the reported lot passed all incoming, in process and final inspections according to the specifications. The event description does not suggest that a device failure has occurred. Extrusion is a well known potential complication of this type of procedure. The product insert which accompanies each device states in chapter "adverse reactions" that "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, infection, inflammation, sensitization, adhesion formation, fistula formation, extrusion and recurrence. Baseline report previously provided.

Event description:
It was reported that following a posterior repair performed in 2006, the patient began to experience a feeling of a poking sensation and reports of vaginal bleeding following intercourse. On the event date, a pelvic exam was performed and the doctor observed mesh erroding into the vagina. The doctor has not treated the patient for the exposed mesh but plans to go in and debride the area and pull the good tissue back together and re-stitch it. She does not plan to remove the mesh. No additional information is available on this occurrence.